Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting ECG c and ECG d was pulled from strain relief. The cause of the test failure was the pulled ECG c and d cable. The root cause of the pulled ECG c and d cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.